Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event "locking mechanism did not fully lock". The reported event could not be confirmed; the controller was able to firmly connect to different batteries on both power ports. Analysis of the device revealed that the device met specification; the controller passed visual and functional testing. Each power port was tested with five different batteries; the results revealed that each battery was able to engage the locking mechanism successfully. The reported event could not be confirmed; there was no failure detected. Per the instructions for use (IFU): the controller is a microprocessor unit that controls and manages the system operation. It sends power and operating signals to the blood pump and collects information from the pump. The controller requires two power sources for safe operation. According to the instructions for use (IFU), if only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. Disconnection of both power sources will lead to loss of power to the pump with a subsequent pump stoppage. The IFU explains the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU, users are instructed to return any damaged components to heartware. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the patient heard beep tones being emitted from the controller when batteries were connected. Inspection of the controller revealed that the locking mechanism of one of the power ports did not fully lock the battery to the controller. The controller was exchanged with no reported patient consequences. No further information was provided.